Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of service (eos) and triggered an alert for charge circuit timeout. It was noted that the timeout occurred after the timeout when the device reached recommended replacement time (rrt)/elective replacement indicator (eri). The device is still in use. No patient complications have been reported as a result of this event.